Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a mistake made by the patient. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with injection ceftazidime (route not reported, 500 mg, frequency and duration not reported) and injection cefazolin (intraperitoneal, 500 mg in every bag, frequency and duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. Patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.